Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Pump case = ngp. Customer returned pump for an alleged pump error 2, 30, 37, and 43 found on 31-dec-2022. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test due to pump error 37 and 130. Pump error 37 and 130 were noted during testing due to moisture damage. Unable to download history files and traces using thus due to moisture damage on the electronic assembly. Test p-cap locked into the reservoir tube successfully. The pump was cut open for visual inspection and found moisture damage on the pcba 1, force sensor, and motor home switch. The following were noted during visual inspection: pillowing keypad overlay and scratched case. Unable to confirm pump error 43, 2, and 30 in the history files due to failed download. Unable to download history files and traces using thus due to moisture damage on the electronic assembly. Pump error 37 and 130 were confirmed during testing due to moisture damage. Pump exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with the initial report in section b5 was incorrect. However, we have updated on this report to reflect the correct information.

Event description:
Information received by medtronic indicated that the customer had multiple insulin pump error alarm. Customer was able to clear the alarm and able to rewound the insulin pump. Customer performed displacement test and it was failed. No harm was required during medical intervention.

Event description:
Information received by medtronic indicated that the customer had an insulin pump error 43, 2, 30, 37. No harm, requiring medical intervention was reported. The troubleshooting was performed and the insulin pump does not passed the self test. It is unknown if the customer had continued to use the device. The insulin pump will be returned for the product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.